Event description:
The device history record for the m105 generator was reviewed and it was found that the generator passed all testing prior to distribution. The patient's device was described as depleting from about 90% battery life remaining to about 20% battery life remaining in just 4 months. It was noted the patient's output current was very high, her duty cycle was high, but her pulse width was just 130 usec.

Event description:
The results of the additional analysis were received. No cracks or voids were detected in the sample and no issues were identified with the c1 capacitor.

Event description:
Review of the analysis confirmed that the c1 exhibits leakage current and is the most likely component which contributed to the vboost failure. It is suspected that within the capacitor, electrode materials have migrated between two conductive layers and formed a conductive path which allowed for the current leakage. It is known that failure of the capacitor is a random component failure possibility.

Manufacturer narrative:
Corrected data: date received by manufacturer. "02/01/2018" this information was inadvertently reported incorrectly on mfg. Report #7.

Event description:
It was reported by the physician that the patient has had an increase in seizures over the course of the last year, and particularly within the last 6 months. This was attributed to the low vns battery as it was noted the generator had reached 25% battery life remaining. The physician seemed to believe the battery life had depleted to this point due to the wrong implant date being input into the vns generator. The physician did mention the patient has other medical issues which could potentially have some interaction with her seizures disorder; however, it is not clear what factor may underline the change in the seizure frequency. It was not stated whether the seizures were below of above pre-vns baseline levels. The physician stated he would like to refer the patient for surgery; however, no known surgical interventions have occurred to date. Attempts for reach out to the physician and explain that the implant date programmed to the generator does not affect the battery status indicator have been unsuccessful to date. Additionally, attempts for additional information regarding the issues have been unsuccessful to date.

Event description:
It was later reported the patient underwent generator replacement surgery. The generator was received by the manufacturer for analysis. While product analysis is expected, it has not been completed to date.

Event description:
Analysis was completed on the returned generator. The generator was found to be and end of service when tested in the pa lab which was likely related to the device being programmed on after explant. The generator output signal was monitored for a period greater than 24 hours in a simulated body temperature environment and the results showed no signs in the generator's ability to provide the intended output. Additionally, the generator itself performed according to all functional specifications when subjected to a comprehensive electrical test. With the generator case removed, the printed circuit board assembly (pcba) failed multiple electrical tests. The c1 capacitor was found to be outside of specifications and was causing an increased current consumption rate. After substituting the c1 capacitor, the pcba performed according to all functional specifications.

Manufacturer narrative:
Corrected data: describe event or problem; this information was inadvertently left off on mfg. Report #4.

Event description:
The c1 component is being returned to the manufacturer of the component for additional analysis. The results from this additional analysis have not been received to date.

Event description:
The programming history database was reviewed and contained programming history from one day only. The diagnostics were ok and the impedance value was 2718 ohms, which was within normal limits. The information in the programming history database was decoded and reviewed. The data confirmed the generator had reached a voltage value consistent with the 25% remaining battery status indicator, but the data also showed the percent battery consumed was only about 15%. Additionally, after the system diagnostics were performed (voltage value updates after diagnostics are performed), the battery voltage appeared to have rebounded a little. Due to the lack of data available, it is unknown if the voltage would continue to rebound or if the voltage would continue to deplete at an elevated rate.